Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator would take a long time to charge. No intervention was performed. The patient was stable throughout and would continue to be monitored.

Event description:
New information received on (B)(4) 2019, indicates that the device was explanted on (B)(6) 2019. The patient was stable during, and after the procedure.